Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that during servicing activity that the device turned on for 10 to 15 seconds and then the screen went blank, red light blinked and the device gave an unspecified alarm. There was no patient involvement.